Event description:
Please note this report is being submitted for our system, which includes 2 hospitals. Smiths cadd solis pumps are used at our hospitals for delivery of epidural, pca and peripheral nerve blocks [pnb] since implementation in january 2016. For the alarm set up, our organization decided to enable the air detector with low sensitivity. In addition, we chose to use extension sets with air-eliminating filters. Workflow for controlled substance waste documentation is such that after therapy is completed, the nurse is required to withdraw the remaining amount from the cadd cassette and document the waste with a second nurse witness. Our hospitals have had numerous reports where the stated amount from the cadd solis pump differs from the actual amount withdrawn from the cadd cassette. This is happening to both epidural and pca deliveries. It is unknown if this issue also occurs with peripheral nerve blocks as pnbs do not contain controlled substances and waste documentation of non-controlled substances do not require the nurse to withdraw pnb remaining volumes. To date, between our two hospitals, we have received 25 reports of discrepancies between the stated and actual remainder volumes. Twenty three cases were of under delivery (where actual remainder volume was greater than stated. Differences range from 4.4-63 ml.) Of these twenty three cases, serial numbers of pumps involved in seven cases were included in the safety reports completed by nurses. These seven pumps were tested by the biomed department and released for patient use after confirmation that the pumps met manufacturer's specifications. Both hospital pharmacies have confirmed with the supplier of the pre-filled cadd cassettes that no overfill volume is added. Cadd cassettes prepared by the hospital pharmacies also do not contain overfill. Smiths indicated that the smiths cadd solis pumps have an accuracy of +/- 6%. Many of the reported discrepancies between actual and stated remaining volumes are outside of this range.

Event description:
Please note this report is being submitted for our system, which includes 2 hospitals. Smiths cadd solis pumps are used at our hospitals for delivery of epidural, pca and peripheral nerve blocks [pnb] since implementation in january 2016. For the alarm set up, our organization decided to enable the air detector with low sensitivity. In addition, we chose to use extension sets with air-eliminating filters. Workflow for controlled substance waste documentation is such that after therapy is completed, the nurse is required to withdraw the remaining amount from the cadd cassette and document the waste with a second nurse witness. Our hospitals have had numerous reports where the stated amount from the cadd solis pump differs from the actual amount withdrawn from the cadd cassette. This is happening to both epidural and pca deliveries. It is unknown if this issue also occurs with peripheral nerve blocks as pnbs do not contain controlled substances and waste documentation of non-controlled substances do not require the nurse to withdraw pnb remaining volumes. To date, between our two hospitals, we have received 25 reports of discrepancies between the stated and actual remainder volumes. Twenty three cases were of under delivery (where actual remainder volume was greater than stated. Differences range from 4.4-63 ml.) Of these twenty three cases, serial numbers of pumps involved in seven cases were included in the safety reports completed by nurses. These seven pumps were tested by the biomed department and released for patient use after confirmation that the pumps met manufacturer's specifications. Both hospital pharmacies have confirmed with the supplier of the pre-filled cadd cassettes that no overfill volume is added. Cadd cassettes prepared by the hospital pharmacies also do not contain overfill. Smiths indicated that the smiths cadd solis pumps have an accuracy of +/- 6%. Many of the reported discrepancies between actual and stated remaining volumes are outside of this range.